Event description:
The patient was admitted for a procedure in 2009, with a lesion in an unknown vessel. A 3.5 x 13mm cypher select plus stent was positioned in the lesion, however, when the operator released liquid to "swell" the balloon, the liquid leaked from the hub. Therefore, it was not possible to complete the intervention with this product. When the physician removed the stent delivery, and the stent from the patient, he noticed that liquid leaked through the hub because it was cracked. A different product was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.